Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported unspecified tissue injury appears to be related to challenging patient anatomy/procedural conditions. The reported patient effect of unspecified tissue injury is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was difficult throughout the procedure. One clip was successfully implanted. A second clip delivery system (cds) was advanced and the leaflets grasped however it was noted the mr increased. The clip arms were inverted and the clip brought back to the left atrium (la). There was a slightly worsened area to the lateral portion of the valve where the second clip had attempted to grasp. The valve was thoroughly evaluated and there was no visible flail or chord injury. The cds was removed and the procedure concluded with the mr reduced to 2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.